Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a series of 65 delivered shocks, the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.